Event description:
Our office in (B)(4) reported a consumer twice experienced a stinging sensation in the eye after using softmate hydrogen peroxide disinfecting and neutralizing system as directed.

Manufacturer narrative:
Chemistry testing of the complaint unit tablets performed, the catalase activity of the neutralization test results were out of spec. Retain sample testing for chemistry has been performed. Test results were within specs. A review of the mfg batch records for the reported lot was performed; no deviations were noted and the product met all specs.